Event description:
High pressure oxygen was placed in a secure portable tank and working properly. Disconnected electrical plugs and tied the line to make the patient portable for walking in the hall. Oxygen tank is secure on ventilator pole before starting to move. Oxygen regulator shot off of the tank with a very loud noise and a metal spring shot 8 feet and hit the wall behind the patient. With luck, I was standing right behind the ventilator tank and grabbed the regulator as it shot out off of the tank. I did not see the spring but the patient's father saw it fly. I quickly held the tank with the regulator partially in place to stop some of the pressure. The patient was off oxygen for 1 minute till I had help securing the oxygen line back to the wall outlet. At 2 minutes I was able to carry the tank out side of patient room. Held regulator in place to slowly bleed out the oxygen from the tank. Being broken there was no way to stop the oxygen under pressure from flowing. At 6 minutes, tank was empty and I brought broken tank directly to the department and the regulator company was called to report the event.